Manufacturer narrative:
Correction section d9: the date returned to manufacturer should have been nov 3, 2023 rather than nov 15, 2023. The report of ¿fractured lead¿ was confirmed. Analysis of the returned lead found it had been cut into two segments during the explant procedure. Microscopic inspection, of the stimulation end segment, found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The event details stated the patient ¿had a bad fall in the summer of 2022¿ which is consistent with the lead fracture observed during the analysis.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that after a bad fall the patient lost effective therapy. A lead fracture was confirmed. Surgical intervention was undertaken to explant the system. Follow up indicated the patient was doing well postoperatively.